Event description:
The site reported that the pt's leg moved during a procedure, which resulted in the surgeon losing his balance and inadvertently stepping on the footpedal. The footpedal activated a lina loop and the pt rec'd two exterior burns, one to the thigh and one on the abdomen.

Manufacturer narrative:
(B)(4). To date the incident generator has not been rec'd for eval. If the unit is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.